Event description:
On (B)(6) 2012, I was admitted into the emergency room for complications due to the lapband device, was sent home and told to call my surgeon the next day. I could not drink or eat 5 days prior to being admitted. The device was removed in emergency surgery after I returned to the hospital on (B)(6) 2012. When removed, my stomach was twisted around the device, the surgeon said he had never seen anything like it before. Admitted into the emergency room (B)(6) 2012, had thrown up blood. Was told by surgeon in appointment the next day that there was nothing wrong with the device.